Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Other blood glucose value mentioned was 442 mg/dl. The customer treated high blood glucose with bolus shots. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump within 48 hours of high blood glucose event reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined to test insulin pump. The insulin pump will be returned for analysis.